Manufacturer narrative:
On 20-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer contacted via phone and stated that the bottom of the brush head kept getting loose, and it fell out in his/her mouth while he/she was brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the bottom of the brush head kept getting loose, and it fell out in his/her mouth while he/she was brushing. No injury was reported.